Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a remote follow-up, the device was unable to pair to the patient's mobile transmitter. The patient presented in clinic and the device was unable to be interrogated. The device was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.

Manufacturer narrative:
The customer complaint of failure to interrogate was confirmed. Upon receipt, the device was unable to establish bluetooth low energy (ble) communication due to voltage being at end of life (eol) level. Analysis performed after installing a new battery indicated high current drain and failure to establish ble communication. Further analysis of the electronic circuit board identified a temperature sensitivity in the bluetooth circuit but the root cause of this sensitivity could not be determined.